Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the 3-way stopcock of the sheath was cracked, and a leak occurred. During preparation for a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. It was observed that the 3-way stopcock was cracked and led to leakage occurring. As such, the sheath could not be flushed or aspirated properly. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that the 3-way stopcock of the sheath was cracked, and a leak occurred. During preparation for a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. It was observed that the 3-way stopcock was cracked and led to leakage occurring. As such, the sheath could not be flushed or aspirated properly. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. Inspection of the stopcock confirmed the damaged stopcock. An attempt to prepare the sheath for leak and aspiration performance testing by injecting deionized water into the flush lumen port to flush the sheath, confirmed a leak from the damaged stopcock. Due to the severity of the leak, the sheath was no longer able to aspirate and flush; therefore, testing could not be performed. Microscope inspection of the stopcock found the crack at the middle port, stretching from under the white control valve to the bottom of the stopcock. This fracture caused the two halves to be loosely held by the white control valve, allowing the injected fluid to leak from the under the control valve. The reported clinical observations were confirmed by the analysis results. Updates were made to the d4 unique identifier (UDI) # field.